Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer's policy. Returned device did not match device reported. Confirmed device received on 01-16-2019 was suspect device on 01-17-2019. Updated respective product information fields accordingly. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Event description:
This follow-up supplemental report #2 is being submitted because product information updates for manufacture's returned device were inadvertently omitted when reporting device analysis observations in follow-up supplemental report #1.

Event description:
This follow-up supplemental report is being submitted to provide device analysis observations and additional information.

Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer's policy. Date company notified is 12-11-2018. Device was received for analysis on 01-16-2019. Visual and microscopic inspection and functional testing were performed on the returned device. The wire connector was not received for investigation. The wire was stuck within a balloon; no sanguineous material was observed. The wire has kinks, measured 35 cm, 41 cm, 75 cm, 126 cm from the distal tip to the kinks. The probable cause of the reported failure was kinks and bends along the wire. The kinks of the wire most likely had the greatest impact on when customer tried to remove the balloon from the wire. We were unable to conclusively determine when and how the failure occurred. According to the IFU, the volcano pressure guide wire should not be advanced if resistance is encountered. The wire should never be forcibly pushed into a vessel. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer's policy. Facility declined to provide patient information of ID, gender, age, weight and ethnicity or race. Date company notified is under investigation with distributor. Additional information obtained indicated a new pressure wire was used to complete the procedure. No physical damage was observed to the manufacture's device. . The implant or explant dates are not applicable to this device. No evaluation possible as device was not returned for analysis. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria.

Event description:
It was reported during a planned therapeutic coronary procedure inside the body during removal, it was not possible to extract the balloon from the manufacture's device. The device was removed as a system. There is no patient injury. This adverse event is being reported because the manufacture's device was removed as a system.